Event description:
It was reported when using the pyxis medstation es system discontinue order was not crossing over. The customer mentioned that the medication should not have appeared as an active order in the patient's profile in pyxis. Because of this, the patient got controlled medication that was not prescribed, although there were no obvious adverse drug effects. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the failure of the order to drop. A technical support specialist accessed the cce and identified that the order was associated with the network in orc.1 and was not marked as discontinued. The findings were documented, highlighting the necessary information to be included in the hl7 message to ensure proper processing. The system functioned as intended after the technical support specialist troubleshooted the device. The serial number, UDI and manufactures details kept blank since the given asset information found to be es vm small 2016 server w/sql <15 mains.